Event description:
The (B)(4) monitor was reported by the customer as "doesn't measure correctly". A follow-up attempt was made to gather additional information but the customer could not provide details about the reported complaint. No patient injury was reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A service history record review was completed and it was confirmed that the device met specifications upon distribution.

Manufacturer narrative:
The vig2e monitor was returned to an edwards electronics service center for evaluation. Upon evaluation by an edwards electronic technician the monitor didn't start up. The monitor was found to have a faulty "power supply". The power supply was replaced. The monitor was tested with fatu test. The test result was that the svo2 was also defective. The svo board was replaced. Additionally, the front connector thermistor was defective (bent pins). The defective parts were replaced and a software update was completed. Concluding functional checks, as well as burn-in procedure, electrical safety test and fatu test were performed successfully. The service history record for this device was reviewed and all manufacturing requirements were met.